Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is no longer receiving stimulation as she is not able to establish communication between her scs ipg and external devices. The replacement charger did not resolve the issue. The sjm representative tried troubleshooting to no avail. As a result, surgical intervention will be taken at a later date to resolve the issue.